Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the distal right coronary artery that was mildly calcified, moderately tortuous and 90% stenosed. A trek rx balloon dilatation catheter was advanced to the lesion and dilatation attempted; however, the balloon ruptured at 5 atmospheres during first inflation. The device was removed without issue. There was no adverse patient effect or a clinically significant delay in the procedure. The device was replaced with another balloon to continue the procedure. A xience stent was then implanted to complete the procedure. No additional information was provided.